Manufacturer narrative:
The actual event dates were not provided. It was not possible to match these events with previously reported events. (B)(4).

Event description:
Literature: sokal, p., harat, m., paczkowski, d., rudas, m., birski, m. Litwinowicz, a. Results of neuromodulation for the management of chronic pain 2011. Summary: the authors present the results of treatment of various chronic pain syndromes using neuromodulative treatments over the course of an eight-year period. The results indicated that specific neuromodulative therapy is most effective when used for specific neuropathic pathologies. Reported events: three patients experienced intra-operative epileptic seizures. One patient experienced post-operative epileptic seizure. One patient with deep brain stimulation experienced lead migration. One patient with spinal cord stimulation suffered epidural hematoma with symptomatic paraparesis. One patient with spinal cord stimulation suffered epidural hematoma. One incident of lead breakage due to increased tension. There were three separate incidents of lead revision due to insufficient coverage of the pain area. Further information has been requested. A follow-up report will be sent if additional information is received.